Event description:
A customer reported that the device, trs100sb2, anchor tissue retrieval system, was used in a cholecystectomy procedure on (B)(6) 2024, and ¿while trying to remove the specimen from the umbilicus site with a kelly, the bag broke at the bottom spilling the gallbladder and contents". Further assessment found that "the seam broke and the bag ripped open. They opened a new bag" and there was a delay of "30 mins. They did complete as normal; however they would have had to irrigate the abdomen to clean it out.". As a result of the event, the wound classification was changed to "class 3". It was reported that the patient was not injured. The procedure was completed, and there was no report of medical/surgical intervention or extended hospitalization required for the patient. This report is being raised due to the reported injury of change in wound classification to "class 3".

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 48 reports, regarding 50 devices, for this device family and failure mode. During this same time frame 831,930 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00006. Per the instructions for use, the user is advised the following: only physicians trained in the techniques of laparoscopic or minimally invasive surgery and the use of retrieval bags to remove tissue should use the product. Care should be taken when using sharp and electro-surgical devices. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor¿ tissue retrieval system¿ by conmed. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A customer reported that the device, trs100sb2, anchor tissue retrieval system, was used in a cholecystectomy procedure on (B)(6) 2024, and ¿while trying to remove the specimen from the umbilicus site with a kelly, the bag broke at the bottom spilling the gallbladder and contents". Further assessment found that "the seam broke and the bag ripped open. They opened a new bag" and there was a delay of "30 mins. They did complete as normal; however, they would have had to irrigate the abdomen to clean it out." As a result of the event, the wound classification was changed to "class 3". It was reported that the patient was not injured. The procedure was completed, and there was no report of medical/surgical intervention or extended hospitalization required for the patient. This report is being raised due to the reported injury of change in wound classification to "class 3".